Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11jan2019. Philips field service engineer (fse) could not find any issue or error code when testing the machine. The device successfully passed the performance specification testing after the evaluation was completed.

Event description:
The customer reported an equipment fault. No patient or user harm was reported. The event date was not specified; estimate used.